Event description:
Lip liner broke while implanting that resulted in a 45 minute surgery extension.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.